Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2018-00040. It was reported lead diagnostics revealed multiple high impedances and reprogramming was unable to resolve the issue. The patient underwent surgical intervention on (B)(6) 2017 and lead diagnostics indicated one low impedance and multiple high impedances. The leads were explanted and the ipg ports were plugged and the ipg was left implanted.

Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2018-00040.